Event description:
It was reported that this pacemaker system exhibited atrial under-sensing and possible atrial loss of capture (loc). Technical services (ts) analyzed device data and found several instances of under-sensing on the right atrial (ra) lead. This included p-wave under-sensing with pacing provided when not intended resulting in functional non-capture of the following ventricular pacing due to programmed blanking periods of the atrial pacing that occurred. Ts provided reprogramming options as troubleshooting. No adverse patient effects were reported. The ra lead was not manufactured by boston scientific. Currently, this pacemaker remains in service.